Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the translation cable was replaced. Also replaced were the case and fastening material. The device history record has been reviewed via the database. The unit has passed all qa inspections. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the three pins at the back or on the top of the holster are broken and the green cable does not click in properly. The procedure was a breast biopsy. No further information is available. No reported pt consequence. The holster was returned to the international service center.